Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion in the common carotid artery using mo.ma ultra, it was reported that there was need to replace the mo.ma device after first time in the body of the common carotid artery does not fit. Removed device to analyse it and the balloon of common body has been broken. The lesion was sub-occlusion - was not able to obtain the % stenosis. Surgery was extended. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.